Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound was not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number were not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00134. Following an adiana procedure for permanent contraception and post adiana hysteroscopy which did not show a perforation, the physician attempted a novasure endometrial ablation. The cavity integrity assessment (cia) test failed twice and the physician removed the novasure device. Another hysteroscopy was done and a uterine perforation was confirmed. No treatment was needed for the perforation and the pt was discharged home. A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.